Manufacturer narrative:
(B)(4). Of note: the facility was contacted for additional info. On (B)(6) 2011, additional info was received and confirmed that the pt received medical intervention. Device history record review: one complaint has been received on this lot. Sample analysis: no sample was available for eval. Conclusion: the reported complaint is unconfirmed. Event data will trended per quality data analysis procedure.

Event description:
A pt's father reported difficulty with the blue pin going in (part that hooks to pt) and that when he unhooked the pin fell off. The nurse was called for info regarding this incident. It has been learned that the pt received antibiotics for a positive culture. The nurse reported that the pt has fully recovered without further incident. The pt continues to use this product without further incident. There is no sample.